Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use for a planned treatment when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the wedge collimation failure. To resolve the issue, fse replaced the collimator and made the required adjustments. After the replacement of the collimator, the system was returned to use in good working order. Analysis of the log files identified that there were errors indicating "collimator wedge hardware or mechanics defect". Part analysis for the collimator was performed, which confirmed the cause of the failure was identified to be due to a wedge encoder error, due to which movement of the wedges was not possible. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has confirmed that the issue was resolved via the device's recovery action (restart) which would allow for procedural continuation. Additionally, a wedge filter does not prevent the viewing of live image. If a loss of the collimation occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of collimation issue may resolve, allowing for continuation and completion of the procedure. This has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wedge filter doesn't work. No patient or user harm was reported. To date, no further in formation was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.